Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor would not connect, and when the sensor was removed, the cannula was noted to be missing. The customer states that a second sensor issue was blood in it. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted, and the customer was advised the sensors would be replaced and returned for analysis.

Manufacturer narrative:
Evaluated two opened/used partial enlite sensors and found both sensors with broken cannula, both sensors with missing broken part. We were unable to confirm customer needle anomaly due to customer not returning insertion needles.